Event description:
It was reported that during preparation, the dilator for the steerable guide catheter (sgc) (40812r3076) was unable to be flushed. Therefore, the dilator was not used and was replaced. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. No additional clips were implanted. It was noted that a tear in the septum occurred. Therefore, a atrial septal defect device was implanted. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported difficult to flush the dilator was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation, the dilator for the steerable guide catheter (sgc) (40812r3076) was unable to be flushed. Therefore, the dilator was not used and was replaced. This was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+ and restricted leaflets. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and was advanced under the valve. However, the clip became caught in the chordae and was unable to be removed. Although the clip remained in the chordae, it was able to grasp both leaflets, reducing mr to a grade of 2+. No additional clips were implanted. It was noted that a tear in the septum occurred. Therefore, a atrial septal defect device was implanted. There was no clinically significant delay in the procedure.